Event description:
Name of procedure: lap cholecystectomy. Event description: when attaching the clips to the cystic artery and cystic duct, dr. (Name redacted) had the impression that the clips were not holding securely. However, he continued with the operation using the ca500 until completion. After two days, the patient had to undergo revision surgery due to leakage. The instrument used (ca500) was disposed of after the operation. The customer no longer wishes to use two further ca500s with the same lot number and would like to return them. Please collect them and send three ca500s as a free replacement. Dr (name redacted) is an experienced surgeon and has used the ca500 several times without any problems. Intervention: after two days, the patient had to undergo revision surgery due to leakage. Patient status: no further complaints after the revision.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. However, two (2) sterile non-event units from the same lot are returning for evaluation. A follow-up report will be provided upon completion of the investigation.